Manufacturer narrative:
Sections with additional information as of 25-mar-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from non-fasting results obtained of 39 mg/dl. The customer¿s expected non-fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 53 mg/dl using meter. The test strip lot manufacturer¿s expiration date is 12/31/2020; customer just purchased the test strips day of call. The meter memory was reviewed for previous test result history: (B)(6).